Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes. Section h6: medical device problem code - updated from 1250 to 1135. Section b5: describe event or problem - updated from "the customer reported that the cannula cracked at the cone. This caused the suspension to be pressed out through the defective area. There was no more information provided. The product code is unknown." To "the customer reported that the cannula cracked at the cone. This caused the suspension to be pressed out through the defective area. There was no more information provided. "

Event description:
The customer reported that the cannula cracked at the cone. This caused the suspension to be pressed out through the defective area. There was no more information provided.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the cannula cracked at the cone. This caused the suspension to be pressed out through the defective area. There was no more information provided. The product code is unknown.